Manufacturer narrative:
(B)(4); stored episode data was reviewed by in-house engineering who concluded that smartpass would not have made a difference. The shock therapy appeared appropriate for a mvt at a rate of 225-230 bpm even though at times there was some oversensing. If there was a preference not to treat this arrhythmia, then the device&apos;s rate zones would need to be reprogrammed above the mvt rate. The arrhythmia would not have been inhibited by any of the enhancements within the conditional zone. In-house engineering did concur that from a clinical perspective, it is possible for an arrhythmia to accelerate which was the case after this patient&apos;s second shock therapy. Boston scientific received information that the physician suspected that the device oversensing was the reason the second shock therapy accelerated the rhythm. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This chronic device was explanted and replaced with a non-boston scientific device and transvenous lead system. The explanted device will not be returned to boston scientific.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific scientific's technical services. The fcr reported that this patient had received three shock therapies. According to the fcr, the first shock delivery slowed the rhythm initially followed by rhythm acceleration. Oversensing of monomorphic tachycardia (mvt) resulted in delivery of a second shock which accelerated the rhythm from monomorphic into a polymorphic rhythm. The polymorphic arrhythmia was terminated into more of a sinus rhythm. The technical service&apos;s consultant commented that analysis of the episode (including rate zone and sense vector analysis) could be completed. The fcr informed the technical service&apos;s consultant that the sense vector had been changed from primary to secondary. The patient had a prior non-sustained ventricular tachycardia with the sense vector in primary. Following that episode, the sense vector was reprogrammed to secondary. The current alternate sense vector signal amplitude is small but is not double-counting. Primary and secondary sense vectors appear the most appropriate.